Manufacturer narrative:
The affected device was inspected on-site by dräger service; the circuit board pba m48.3 was identified as faulty. The affected circuit board was provided for further investigation. Examination of the affected circuit board pba m48.3 confirmed that the processor (up1) no longer boots. This internal operating voltage powers, among other things, the microprocessor system on the circuit board, which is why the malfunction led to a complete loss of function of the ventilator with an accompanying audible alarm (secondary audible alarm signal). In the event of a complete loss of function of the ventilator, the inspiratory valve automatically opens to the environment, thus allowing the patient to breathe spontaneously. The secondary audible alarm signal of the ventilator unit is activated immediately to alert the user to the device failure. This alarm is powered by an independent power source and lasts for at least 2 minutes. In this case, the affected device behaved as specified and audibly alarmed the complete loss of function. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ecd display failed during operation, and the device emitted a continuous alarm. Ventilation continued. The device was subsequently replaced. No patient injuries were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ecd display failed during operation, and the device emitted a continuous alarm. Ventilation continued. The device was subsequently replaced. No patient injuries were reported.